Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, nurse in charge explained that on one patient, her nursing department observed the leakage of the port needle from the hub of the adapter. At that time event, the product was discarded as per the hospital policy.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asgrf010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, nurse in charge explained that on one patient, her nursing department observed the leakage of the port needle from the hub of the adapter. At that time event, the product was discarded as per the hospital policy.